Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump's bolus history was inaccurate. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that the bolus history for (B)(6) 2012, showed that 3.0 units was delivered. However, the patient claimed that the tdd history showed that only 1.7 units were delivered. In addition, the reporter indicated that the tdd bolus history showed that there were no boluses programmed and delivered on (B)(6) 2012. The patient claimed that she programmed boluses that day. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate bolus history. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate the reported issue of an inaccurate bolus history. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. Black box and bolus history verify a 1.65 unit bolus delivered on (B)(4) 2012 at 9:15pm and a 3.05 unit bolus on (B)(4) 2012 at 9:37pm. The pump was left without power for 1 hour; when the pump was powered on it had maintained the time and date. Bolus history was examined after powering on and no changes were observed.